Event description:
It was reported that during a supply change the cartridge was leaking, and the user observed insulin leaking after removing the cartridge; the user also reported overfilling the cartridge and uncertainty about the fill volume. Symptoms included no adverse clinical effects and stable blood glucose, with a reported reading of 116 mg/dl. Outcomes included no need for medical intervention and no impact on therapy beyond the leakage event. Investigation included troubleshooting and user education on proper cartridge filling. Investigation of this case revealed user-related overfill contributing to leakage, with no device alerts or alarms reported. It was concluded that the event was attributable to user technique rather than a device malfunction, and the issue was resolved through education.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.